Event description:
Reporter indicated that vns pt had developed an infection to the point that the wound was opening up. Further follow-up revealed that the infection was present at the pulse generator/pocket. The infection was treated with antibiotics and explant of pulse generator and entire lead(including electrodes). Surgeon indicated that the infection had not yet resolved and that the pt is doing poorly.